Event description:
A malfunction was reported on a pump by the customer. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any future issues arose, which the customer understood.